Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy: "surgical retractor (liver) was used from sleeve (kii fios first entry z-thread 5mm), when surgeon was handling surgical retractor to hold the liver. The tip of the sleeve broke in several bits; surgeon got these bits with success in extra time." *type of intervention: "cholecystectomy- surgeon was looking for several parts of broken sleeve." Patient status- "correct"

Manufacturer narrative:
On 11/03/2015 updated rep confirmed model ctf03 was used in the event.

Event description:
Cholecystectomy- "surgical retractor (liver) was used from sleeve (kii fios first entry z-thread 5mm), when surgeon was handling surgical retractor to hold the liver. The tip of the sleeve broke in several bits; surgeon got these bits with success in extra time." Type of intervention- "cholecystectomy- surgeon was looking for several parts of broken sleeve." Patient status- "correct"

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. A broken piece was returned with the event unit. Upon inspection, engineering noted the cannula tip was still incomplete when the event unit and broken piece were reattached. Engineering measured the thickness of the cannula, and the cannula met specification. The root cause cannot be confirmed. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.